Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that after a vena cava filter appeared to be deployed at intended placement site, a follow-up angiogram demonstrated the filter in the iliac vein. An attempt was made to remove the filter from the jugular vein with a snare; however the filter released from the snare in the subclavian vein. A second attempt was made to retrieve the filter, however, the snare became entangled with the filter legs. The filter was removed surgically and another filter was successfully deployed percutaneously. The patient is reported to be doing well.